Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with other. The customer reported a blood glucose value of 60 mg/dl. The customer reported customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040b, mmt-1884l, mmt-332a, mmt-243a. The customer reported a short battery life or a low battery alarm. The customer reported an issue with the sensor tape not sticking. The customer received a change sensor alert. Explained possible causes. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported low blood glucose. No further patient complications were reported. No product return was required for mmt-7040b. No product return was required for mmt-1884l. No product return was required for mmt-332a. No product return was required for mmt-243a.

Event description:
Update description summary : customer reported exiting from smartguard and having a change sensor alert. Customer could not test transmitter. Customer had a low blood glucose. No treatment was mentioned. Customer also reported the oval tapes being stuck together and having trouble with the adhesive due to hot weather. Customer did not report a short battery life/low battery alarm. Pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.